Event description:
A report was received that the patient will undergo a revision procedure wherein an ipg will be replaced for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for ipg replacement was battery no longer holding a charge. The patient underwent an ipg replacement procedure per physician's preference. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient will undergo a revision procedure wherein an ipg will be replaced for an unknown reason.